Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be due to challenging patient anatomy. The reported leaflet and chordal damage appear to be due to procedural conditions. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium, a broad jet across the entire valve, and a large lateral cleft in the p1/p2 scallop region that extended up to the annular plane. The first clip delivery system (ntw cds 00928u186) was advanced to the mitral valve; however, the clip could not comfortably grasp both leaflets due to the clip was too small for the large valve. Therefore the cds was removed with the clip attached and a larger clip was used instead. An xtw cds (10515r290) was advanced to the mitral valve; however the clip could not fully grasp the pre-existing cleft or reduce mr. It was noted that the difficulty grasping with the xtw clip may have potentially damaged the leaflet and chords. The xtw cds was removed with the clip attached. Additional treatment was not performed and the procedure was aborted. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.